Event description:
It was reported the patient felt the stimulator tilted when they stood up and flipped back immediately afterwards. No diagnostics were done and no actions were taken. The etiology was the stimulator pocket and was related to the device or therapy and possibly related to the procedure. The event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).